Event description:
End user's family member was assisting end user to actuate lift chair to upright position. Consequently, they claim that the hand control got stuck, causing end user to slide out of the lift chair, fracturing both legs.